Event description:
It was reported to MFR by facility, per facility a staff person sustained a back injury while transferring a larger pt using a 4 point sling with the (B)(4) lift. The facility reported that one of the hooks on the sling started to slip and the resident started to fall during the transfer, the "spotting" caregiver tried to catch the resident. The resident, "spotter" and one other staff person was present. Caregivers were using a 4 point sling in that they thought the slings were interchangeable between the 4 point lifts and this 6 point lift. They had not previously had an in-service /training completed. Multiple (B)(4) attempts have been made ot obtain "reasonably known" info. This includes a pt identifier, age/dob, gender, sling model used and /or severity / confirmation of injury, if any. Despite several attempts the facility has not been forthcoming with "reasonably known" info. The facility reported that the lift and sling remains in use. No product failure, malfunction or inadequate design is being claimed. Facility states "no pt injury".